Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device displayed safety mode. Technical services (ts) recommended device replacement. This device remains implanted at this time. No adverse patient effects were reported.

Event description:
It was reported that this device displayed safety mode. Technical services (ts) recommended device replacement. This device remains implanted at this time. No adverse patient effects were reported. Additional information was received that there was a note in this patients latitude nxt chart regarding battery depletion and being on advisory. Ts noted based on safety mode parameters this device should be replaced. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to a battery depletion error and replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device displayed safety mode. Technical services (ts) recommended device replacement. This device remains implanted at this time. No adverse patient effects were reported. Additional information was received that there was a note in this patients latitude nxt chart regarding battery depletion and being on advisory. Ts noted based on safety mode parameters this device should be replaced. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that a battery depletion (bd) alert was observed. This device was explanted and replaced with a new device, which remains in service. No additional adverse patient effects were reported.